Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the interbody remains in the patient no physical, material, chemical evaluation could be performed. It was alleged that a small piece of the implant broke off during the use of a pusher/mallet. Therefore, it is likely that the impact force from the mallet created a very small crack, which then propagated after repetitive hits with the mallet, resulting in a material failure. The interbody was left in the patient, and the case was reportedly completed successfully. Remains in patient.

Event description:
It was reported to k2m inc on (B)(6) 2016 that a small piece of an interbody fractured off during implant insertion/impaction.